Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window. No error alarm on alarm history screen.